Manufacturer narrative:
No failure could be identified as a result of the investigation

Event description:
Half of it ripped off inside- vagina [foreign body in reproductive tract] tampon ripped off [device breakage] tore me inside- vagina [vulvovaginal injury] actual tampon when I removed it I felt it rip [complication of device removal] case narrative: consumer reported via e-mail that tampon ripped off inside. No serious injury reported.

Event description:
Half of it ripped off inside- vagina [foreign body in reproductive tract] tampon ripped off [device breakage] tore me inside- vagina [vulvovaginal injury] actual tampon when I removed it I felt it rip [complication of device removal]. Case narrative: consumer reported via e-mail that tampon ripped off inside. No serious injury reported.

Manufacturer narrative:
No failure could be identified as a result of the investigation.